Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose had read high (>500 mg/dl) while wearing the pod between 1 and 4 hours. The patient reports having nausea as well as vomiting. The patient reports the being unsure if the cannula was properly seated in the infusion site (leg). In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids. The patient was prescribed paxlovid and ondansetron (8 mg). The patient was discharged from the hospital after 1.5 hours.